Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The pace/sense portion of the right ventricular (rv) lead port would not accept the rv lead past the rv ring connection. Troubleshooting revealed that there was an issue with the ICD header port not allowing the lead to be fully inserted. The ICD was removed from implant and a new ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.